Event description:
The customer reported that an 840 ventilator had an erratic display. No patient involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the gui flex cable. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).